Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 alarm confirmed in the device history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received hard ware low level alarm. Customer¿s blood glucose level was 300 mg/dl at times of incident and current blood glucose level was 244 mg/dl. Customer reported that they having an erratic blood glucose readings. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was used auto mode feature active and automatically adjusting insulin at time of high blood glucose event. Customer does not allege pump was under delivering. Customer declined to check their settings. Customer was able to clear the alarm. Customer was able to complete pump rewind. Self test did not pass. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be return for analysis.